Event description:
It was reported that while placing ports for a da vinci-assisted hysterectomy, the initial trocar/obturator placement inadvertently injured the patient's aorta resulting in bleeding; the patient expired. It is unknown what interventions were performed due to this event. Multiple attempts to contact the surgeon for additional information have been made; however, no response has been received.

Manufacturer narrative:
As this event occurred during port placement, the da vinci system was not docked; therefore, there are no system or instrument logs available for review. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of bleeding from an aorta injury during the initial attempt to get abdominal access. How this occurred was not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products contributed to these events.